Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.) ¿ 2nd firing. What was the product code and lot/batch number for the cartridge that was used? ¿ no. Will the cartridge be returned with the device for analysis? - yes. Please clarify what is meant by the term misfired? Did the device deliver staples that were formed properly before the reload fell out? Did the device cut? ¿ the cartridge only partially fired. It looks like staples were deployed 3/4th the way down the cartridge did any of the cartridges or cartridge pieces fall into the patient? If yes, were the pieces and/or cartridges retrieved? How were the pieces retrieved? ¿ I am unsure but there are multiple pieces with the instrument so I believe all were retrieved and included in the returned product. Was buttressing material utilized? If so, which product? ¿ no . Was the instrument fired across or near an existing staple line or clip? - no. The analysis showed that the device was received in good visual condition and with a tr35w cartridge reload present. The tr35w cartridge was received partially fired 1/2 and with the cartridge lock out tab normal. The pan was partially detached from the reload. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place).the scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with the test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded completely and without any difficulties and did not eject out of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic surgery/ lobectomy procedure, it was mentioned that the reload fell out of the stapler when the device was being placed in the patient. After reloading the device, the stapler was fired on the pa, the reload fell out again and misfired. The reload itself is broken, the driver and bottom silver portion have been removed from the reload itself. Case completed with another device of the same product code. There were no patient consequences reported.